Manufacturer narrative:
Device evaluation: analysis of the returned device identified, delamination of valve and white particles inner the device. Leak test and microscopic analysis was performed which identified, delamination (75% total separation), crease fold and wear abrasion. Based on the device analysis, the final assessment is: a delamination total of the valve (cohesive failure).

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Event description:
Healthcare professional later reported right side "particles in valve". The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.